Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Update rec'd 10/10/14 - ppd received. Dob and part/lot information provided. The information received does not change the MDR decision. The complaint was updated on: 11/3/14.

Event description:
Sales rep reported revision surgery. Patient has been revised to address alval, fluid collection, and stem loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 08/25/2014- litigation papers received. Litigation alleges metal poisoning, metallosis, metal debris, pain, scarring, disfigurement, and elevated metal ions. The doi was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 09/11/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.